Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the mildly calcified right coronary artery. A 12 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent catheter was fractured approximately 20 cm from the stent inside the guide catheter. The device was removed by retracting it with the cord and only percutaneous old balloon angioplasty was performed. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 12 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft polymer extrusion break at the site of the wire exchange port.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the mildly calcified right coronary artery. A 12 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent catheter was fractured approximately 20 cm from the stent inside the guide catheter. The device was removed by retracting it with the cord and only percutaneous old balloon angioplasty was performed. There were no patient complications nor injuries reported and the patient status was stable.